Manufacturer narrative:
G2. Foreign: ca medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via health canada regarding the patient who was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that on (B)(6) 2023, the patient sustained a workplace injury affecting their back and leg which later progressed to other areas of their body. At the time, the patient was employed operating a die-cast machine producing transmission housing. They injured their back one shift and immediately had to stop working. To manage chronic pain, a spinal cord stimulator was implanted. Following implantation, the patient reported worsening pain and unusual sensations which were attributed to the device rather than the original injury. The patient reported that despite ongoing complaints, their symptoms were dismissed as psychological. There was a subsequent medical event in 2023 in which the patient suffered a myocardial infarction requiring stent placement. During the procedure, the cardiologist temporarily deactivated the "nanotechnology", and it was reactivated approximately four hours post-surgery. Since returning to their home city of hamilton, the patient has been unable to contact the physicians new brunswick who performed the intervention. The patient's pain had significantly intensified since that time. The patient alleged that they were unknowingly enrolled in a study conducted by the government of ontario in collaboration with medtronic canada. The patient claimed that the royal canadian mounted police (rcmp) and the hospital staff in new brunswick advised that deactivation of the medtronic device could only occur in ontario due to the patient's participation in the study. The patient reported that a physician and rehabilitation nurse informed the patient that they were "owned" by the workplace safety <(>&<)> insurance board (wsib) and medtronic, which the patient claimed prevented further treatment. The patient reported that they were told they had nano technology in their body supplied by a company called nanovis. Additionally, a member of parliament said they were not a human rights case because the patient did not meet the criteria, and the patient was advised to comply with the study and pursue legal action thereafter. In the patient's current condition, they continued to experience severe, debilitating pain daily that affected their back, hands, legs, head, and face. The pain was described as a clamping sensation lasting for extended periods, leaving visible indentations in their head while radiating throughout their body. The patient said they could not live a normal life while this was in their body. The patient was asking to have this stopped so they could move on.